Manufacturer narrative:
Product analysis # (B)(4); analysis information -- 2019-11-01 09:17:43 cst pli# 10 product ID# 37800, below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two successive devices did not connect to a console. After changing console, the second open box could be used. It was noted that the first case was opened for nothing. The patient experienced delayed care, an increased duration of intervention and anesthesia. It was note that the event was resolved at the time of the report. No further complications were reported or anticipated.